Event description:
It was reported that during a low anterior resection procedure, the surgeon commented that the device felt unusual when fired on the proximal section of colon. After the work was completed on the distal section, it was noticed that the outer 1/3 of the proximal staple line was unformed. The staple line was hand-sewn to complete the procedure. There was no adverse consequence to the patient. Device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.